Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited brief t wave oversensing which led to a non sustained right ventricular oversensing alert. On (B)(6) 2018 the oversensing was resolved by reprogramming of the device. No patient symptoms or additional information was reported.